Manufacturer narrative:
Information was not provided. No patient injury was alleged. Product lot # was not provided, therefore device manufacture date, expire date and UDI could not be provided. The product was discarded by the facility, therefore not available for evaluation. Product lot # was not provided. Without the sample, root cause of reported issue could not be established. 3m will continue to monitor. Attempts are being made to obtain further information.

Event description:
A hospital employee in (B)(6) alleged fluid stopped flowing from a 3m¿ ranger¿ fluid warming set (model 24355) during use on a trauma patient (age/gender not specified). The IV reportedly was changed, however fluid still did not flow. Further device usage details were not specified. The ranger¿ warming unit was reportedly sent to the facility's engineering services for evaluation. The employee reported the machine was tested to be operating properly. The employee alleged they have ranger¿ disposable sets whose connections appear to be loose. The employee alleged when the connections are tightened the sets were still coming apart. No patient injury was alleged. No further information was provided.